Event description:
Procedure: hand assisted total proctocolectomy. Reportedly, a patient with ulcerative colitis refractory to medical management. The surgeon using ligasure noted that jaws were sticking to and possibly ripping tissue. Setting adjusted from 3 bars to 2 bars. Shortly thereafter, it was noted the left ureter had been transected. Surgeon reported more than usual carbon build up on the blades. Additionally, surgeon reported inadequate vessel sealing. Urologist completed repair of transected ureter.